Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found the occlusion coming from the cartridge. Customer had elevated blood glucose levels (319 mg/dl).